Event description:
The complaint states that the cashmere (src140922-20/f52373) when the outer box was opened it was noted that the inner package had compromised sterility. The procedure was coil embolisation for pulmonary arteriovenous fistula that was not calcified and not tortuous. The patient was a male of unknown age. Dob and weight unknown. The event happened during the preparation. While opening the package of the cashmere (src140922-20/f52373, complaint product), the physician found that the inner package of the cashmere was opened not sealed. No damages were noted with outer package. And so, he concerned that the product was not sterile condition. Therefore he stopped use of the cashmere and a new product (src140922-20, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and stored per labeling instructions. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
Box was not returned. It is verified that the pouch was received open on two sides. The white residue normally present when the sealed is opened is partially missing on chevron side of the seal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The possible contributing factors to the breached sterile seal may include, but not be limited to; vendor, environmental, handling, and packaging factors. Therefore, a CAPA has been generated for this complaint as further investigation is required beyond the scope of the failure analysis lab (fal). The complaint was confirmed on analysis and possibly related to the manufacturing process. A CAPA has been opened to investigate and address possible contributing factors to this confirmed event. Additional information will be submitted within 30 days of receipt.